Manufacturer narrative:
Device is a combination product. (B)(6). (B)(4). Device evaluated by MFR: stent delivery system (sds) was returned for analysis. A visual examination of the stent found that there was no stent on the sds. As part of the analysis, the manufacturing data for the stent profile was reviewed. The maximum crimped stent outer diameter measurement at the time of manufacture for the returned device was within the maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon appeared to have been subjected to positive pressure and a vacuum pulled. This could have initiated stent detachment. Crimp markings were evident on the balloon body, indicating that the stent was crimped intact on the balloon prior to detachment. The tip was visually and microscopically examined and no signs of damage were noted. A visual and tactile examination found a kink at 170 mm proximal from the guide wire exchange port. This type of damage is consistent with excessive force being applied on the delivery system. A visual and tactile examination of the outer and the inner lumen and mid-shaft section found no issues with the extrusion shaft. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Reportable based on device analysis completed on 08-may-2018. It was reported that crossing difficulties were encountered. The 84% stenosed target lesion was located in the mid left anterior descending artery. A 3.00 x 12mm synergy¿ drug-eluting stent was advanced but failed to cross due to calcification. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent detachment.